Manufacturer narrative:
Corrected data: d4 ¿ UDI one device was received for evaluation. Visual inspection found the device to be in used condition, a scratched lcd lens, and a bubbled dso seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The dso seal and lcd lens were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not working properly, it stated occluded when not, not able to calibrate, and it has some scratches on the screen and case. The event occurred during testing, there was no patient involvement.